Event description:
Physician reported that the covidien ligasure- maryland jaw laparoscopic sealer/divider 5mm-37cm device was not working properly. No harm was done to the patient. Device was not sealing and dividing properly. Device taken off the field. Ref# lf1737; exp date 2020-04; lot# 51050029x.